Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrointestinal surgery, at the later stage of the surgery, the thread broke. The physician used another new same type of products to complete the operation. There was no patient injury.